Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the da vinci products involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed. The usm was tested on an in-house system in normal mode with no triggered errors. The usm was tested on a patient side cart fixture test platform (pftp) where all test passed. The proximal set up joint (suj) was analyzed. The error was confirmed via logs. While attempting to connect the fiber it was noted that the fiber coupler was damaged (broken in half). A golden coupler was installed to test. The unit was installed on the in-house system and the unit did not trigger any errors. Next, the unit was installed on the pftp and it passed all tests.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the surgeon was opening the jaws of the instrument and noticed that the universal surgical manipulator 4 (usm4) would start drifting. Additionally, the customer reported that while they were draping usm4, the brakes unlocked, and the usm drifted. The system was working normally at the time of the call for assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse recommended ensuring the drapes on usm4 were not bunching up, and usm4 had clearance from patient and other usms. The tse also informed that if the or floor was unlevel, and if the surgeon took his hands off the master tool manipulator while his head was still in the surgeon side console, drifting could occur. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical procedure was only a three-usm procedure. The customer resolved the reported event by undocking the universal surgical manipulator 4 (usm4) and moving all the usms over. There was no patient injury that happened from the usm4 drifting. The procedure was completed robotically.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the flex 4 on the patient side cart (psc), proximal setup joint (suj), and the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the da vinci products involved with this complaint to perform failure analysis. The first flex 4 component was analyzed, and the reported failure was confirmed. The unit was installed onto system and started in normal mode. In normal mode, the unit was drifting when universal surgical manipulator (usm) 4 was clutched. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The second flex 4 component was analyzed and reported failure could not be confirmed. The unit was installed onto a system and could not pass flex 4 calibration as it was failing on range error and primary regions calibrations on both primary and secondary sensors. Thus, the drifting issue could not be checked. The unit was also triggering error 23103 on usm 4 on normal mode startup before the calibration attempt. Failure analysis has not been completed for proximal suj and usm.